Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl device pad connector broke. There was no report of pt involvement.